Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, customer was trying to do a set change with reservoir and the device alarmed, it didn't detect a reservoir. Customer reported the drive support cap was loose. Customer's blood glucose was stable but didn't know numerical value. Customer didn't know what may have caused the damage. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not returning for analysis.